Event description:
A pt admitted 4/29/94 and placed on morphine sulfate drip 50 mg in 50 cc of solution to run at 1 mg/hour at 2330. At 3 am, there was 47 cc left in bag. At 5:30 am, the morphine bag was empty.